Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted rectal pelvic surgical procedure, the user informed the technical support engineer (tse) that the tip-up fenestrated grasper instrument became stuck in the cannula, preventing them from undocking the instrument. As a result, the entire instrument and cannula had to be removed together, leading to the instrument being broken. The user stated that this issue has occurred three times. The user continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the instrument and cannula were removed together due to the metal collar at base of tip where it attaches to the main tube had come off the main tube slightly. The reporter confirmed that the port incision was not increased to facilitate the removal, and there were no missing or broken parts from the instrument, nor did any fragments fall into the patient. Additionally, there was no injury to the patient.